Event description:
It was reported that "the cup was removed due to recurrent dislocation problems."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available, a supplemental report will be issued.